Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. (B)(4).

Event description:
Procedure performed unknown. "Towards the end of a laparoscopic case, the scrub tech noticed something blue in the patient's abdomen. It was discovered to be a piece of the 5mm trocar tip that had broken off. Another small piece was also retrieved. The trocar had been used by the assistant during the case and instruments were seldom passed in and out of the trocar. "

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. This report is a follow-up to maude report #(B)(4). In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.